Event description:
After cataract [posterior capsule opacification]. Case description: spontaneous literature, loc ref. # p0401-0720, argus no. 2004200304jp, cross ref. With the cases argus # 2004200298jp, 2004200299jp, 2004200300jp, 2004200301jp, 2004200302jp, 2004200303jp, 2004200305jp, 2004200306jp. A literature article reported 22 cases regarding pts who underwent implantation of intraocular lens (iol) for cataract surgery. All pts were were concurrently suffering by uveitis and posterior capsular opacification (after cataract) occurred after surgery. Due to this adverse event posterior capsulotomy was performed by means of laser nd-yag. This case regards a pt with a history of sarcoidosis who, in 1996, underwent cataract surgery with iol (ceeon model # 812c) implantation. In 1996 the pt developed posterior capsular opacification (after-cataract) and, on an unknown date, they underwent posterior capsulotomy performed by means of laser nd-yag. At the time of the report the outcome of the event was unknown. The event was considered as serious/intervention required by company's physician.